Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. A surgical procedure was performed to remove the device, and a new aus was implanted at a later date. No device issues and no additional patient complications were reported.